Event description:
The patient implanted with an obtape transobturator sling. Subsequently, as reported by her attorney, the patient experienced "serious bodily injuries including significant mental and physical pain and suffering, having to undergo multiple surgeries, and sustaining permanent injury." No other info is available.